Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that four years after implant, the inflatable penile prosthesis (ipp) right corporal tip eroded into the urethra. All components were explanted and a new tactra device was implanted as a space holder. The physician will wait a few years to reimplant another ipp to allow time for the urethra to heal.